Manufacturer narrative:
There were multiple lot numbers (3 total) reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3195168. D4. Medical device expiration date: 30-nov-2024. H4. Device manufacture date: 14-jul-2023. D4. Medical device lot#: 3236198. D4. Medical device expiration date: 31-dec-2024. H4. Device manufacture date: 24-aug-2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® k3e 5.4mg plus blood collection tubes, yellow residue foreign matter was observed in several tubes. There were no health consequences or impacts reported.

Event description:
It was reported that before using bd vacutainer® k3e 5.4mg plus blood collection tubes, yellow residue foreign matter was observed in several tubes. There were no health consequences or impacts reported.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality was observed. Evaluation of photo indicated tubes with larger than normal droplets of additive on the tube walls. Due to this, the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.